Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that during a right coronary artery stenting procedure, the physician advanced the device to the target lesion, inflated the balloon for deployment and realized there was no stent on the device. He removed the device from the vasculature and the stent was found within the package on the back table. Another vision stent was used to complete the procedure successfully. There were no reported pt effects.

Manufacturer narrative:
(B)(4).